Manufacturer narrative:
During an internal review on 07-may-2026, noted a correction to the 3500a follow-up #1 as "d9. Device available for evaluation?" Should have been processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and an irrigation issue (device used in the patient) occurred. Irrigation inadequate. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 23-mar-2026. The suspected device for the reported flow/irrigation issue was the catheter. The device was used on the patient. No error. The surgeon discovered during the exchange of the sheath. Steps taken was repressurize heparin saline and replace with new heparin saline. The correct catheter settings were selected on the generator. This event was originally considered non-reportable, however, bwi became aware on (B)(6) 2026 of an irrigation issue (device used in the patient) and have reassessed the event as reportable. The awareness date for this record is (B)(6) 2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).